Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. Customer's mother reported that the customer fell on ice today and damage the lcd screen. The customer's mother stated that almost nothing can be read from the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer insulin pump is oow can't replace it. The customer agreed to send the oow letter.